Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the blue top connectorof the IV tubing developed a hole causing pitocin to leak out onto the floor in the patient room.when the user opened the release latch the fluid was forced out of the tubing and squirted patient on her neck and shoulder.